Manufacturer narrative:
Event date is approximate.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They patient reported they had followed troubleshooting procedures in the booklet, but they were unable to get the device and programmer to sync. They had attempted to contact their provider, but had not received a response. They were looking for someone to do troubleshooting remotely. No patient symptoms were reported. Additional information was received from the patient. They were asked if a cause was determined with regards to the inability to sync their device and programmer. They responded they thought that the battery had died, although their previous check said they had plenty of battery left. They reported they first noticed the inability to sync (B)(6) 2018. They had since met with their healthcare provider who was also unable to sync. No further complications were reported or anticipated.